Event description:
An analysis was performed on the returned tablet and the reported allegation was verified. During the analysis it was identified that the usb port was damaged. As a result, the tablet was unable to establish communication. The exact cause is unknown but appears to be a user-related event. No further anomalies were identified.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the physician's tablet usb port was loose, and as a result, the wand would not stay plugged in. As a result, the tablet was unable to interrogate successfully. A replacement tablet was therefore provided. The suspect tablet was received by the manufacturer for analysis; however, analysis has not been completed to date. No patient therapy was affected.